Event description:
The facility had sent an infusion pump in for service where a baxter service technician had discovered a failure code 812:02 in the event history. The hospital representative stated that no patient incidents have been reported since the last baxter service event. Information was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, but no additional information was available.